Event description:
As per qualrap reporting the product has some IFU discrepancies found. For pg on opta & palmaz blue peripheral on grex stent, the IFU preparation section states that "induce negative pressure to ensure all air is purged out from the balloon and inflation lumen."

Manufacturer narrative:
Please note that the catalog number provided represents the catalog and lot numbers of an unknown palmaz blue stent. The exact catalog and lot numbers are not available. As per the (B)(6), the product has some IFU discrepancies found. For pg on opta & palmaz blue peripheral on grex stent, the IFU preparation section states that "induce negative pressure to ensure all air is purged out from the balloon and inflation lumen." No investigation of this event will be made with the affiliate as an internal investigation will take place regarding the IFU changes needed. There is no specific product associated with this event so there will be no product returned for analysis. Additionally, there is no lot number associated with this event so no device history record review could be performed. A risk assessment has been initiated to evaluate this issue.